Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedance measurements within one year from 600 ohms to 1,900 ohms. The patient is pacer dependent therefore, the outputs were increased during the patient's last follow-up appointment. During the most current follow-up only high pacing impedances were found. There was no change in the device settings. The physician decided to perform a revision procedure as the impedance measurements were continuously increasing about 100 ohms per month. Prior to the procedure the impedance measurements were greater than 2,000 ohms. During the revision procedure the lead was tested through the pacing system analyzer (psa) system and continued to exhibit high out of range measurements therefore, this lead was surgically capped and abandoned. A new rv lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.